Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was not detected on bus. A field service engineer replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 2.2 was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.